Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for sensing integrity counter (sic) and high rate non sustained tachycardia episodes. It was also noted that the impedance spiked and doubled. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv and superior vena cava (svc) defibrillation coils on the rv lead showed highly variable impedances and that the rv lead had high threshold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was fractured and that noise was seen on some episodes. It was additionally reported that the lead was capped, cut, partially explanted and replaced. The customer discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non -physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: aware date on MDR 2649622-2016-12991 follow up number 003 which was submitted on 26oct2021 should have read 20oct2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.